Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All buttons functioned properly no damage on the keypad assembly and the connector was locked properly during visual inspection. No button error alarm noted. The device uploaded properly to the carelink software and communicate properly. The device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed power error 25 and power loss alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected alarm on the insulin pump. The customer¿s blood glucose level was unknown. The customer reported that they changed the battery, but also got the power error alarm. The customer reported that the power error detected alarm was recurred within a week of troubleshoot previous occurrence. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.